Event description:
It was reported that the patient passed away on (B)(6) 2022 due to volume overload and infection. The patient had pneumonia and blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa) on (B)(6) 2022. The infection was treated with vancomycin (vancocin) and cefepime (maxipime). Symptoms included shortness of breath and fluid in the lungs. The patient's family ultimately decided to withdraw care. The patient's death was not considered to be device related and the pump operated as inspected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direct correlation between the patient's outcome and the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that hmii lvas, serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10feb2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.